Event description:
It was reported that pump experienced multiple malfunction alarms and initially would not charge or be recognized by computer, but later started charging and was recognized. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device and received replacement pump, and no additional information was received regarding the outcome of the event.